Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and is unable to walk. It is also reported that the patient's leg is 1 inch longer than the other.